Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the monitoring cables failed during patient care. It was reported that the alleged failure was observed while in use on a patient but there was no adverse patient impact.